Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer had also been receiving alarms in the middle of the night and was unaware of why. The customer's wife stated that, upon checking the alarm history after receiving the alarm, there would be no alarms present in the history. The customer's blood glucose was unknown. Nothing further reported.